Event description:
Customer reported low blood glucose symptoms with a blood glucose result of 199 mg/dl taken on the advantage system. Customer stated, that wife had to treat him with sugar and water, after which he reportedly felt better. No quality controls were used. Requested return of suspected device and replacement was sent.